Event description:
Patient letter stating tests are showing she has stem loosening (left) and pain. She also wishes to know what her implants are made of a. She warned the surgeon before her primary surgery that she is allergic to chrome and nickel.

Manufacturer narrative:
Due to no similar failures found in the DHR review and an acceptable number of similar complaints within an 18-month period, the complaint cannot be confirmed.no evidence was found indicating product error was a contributing factor. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.